Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use. The anterior of the post feature has fractured off into the other returned product. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02994.

Event description:
It was reported the tasps were returned fractured. All pieces have returned. It is believed that the instruments were discovered after the surgery was completed and that they most likely broke during the cleaning process. No further event information available at the time of this report.